Event description:
Additional information was received: was there any surgical delay related to the event? No was there any allegation against the cup, apex hole and screw? No.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: b5, d6a if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the tha dislocation with esc liner on wheelchair patient. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and the photo evaluation and photos were provided for review. The photos, x-rays and with the visual inspection of the returned sample revealed that the pinn lnr con +4 10d 28idx48od was observed dislocated, where it no longer interacts with the head and the stem. Additionally, a fracture was observed at the top of the rim, which may be due to the dislocation of the head and the liner, where the head may have caused an overload and causing the fracture of the liner. With the information provided is not possible to determine a potential cause at this moment, the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn lnr con +4 10d 28idx48od would contribute to the complained device issue.¿ based on the investigation finding and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 121828748 / m36f76 lot number and no non-conformances /manufacturing irregularities were identified. H3.

Event description:
Tha dislocation with esc liner on wheelchair patient patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> pain, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> revision,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.